Manufacturer narrative:
MFR report 3003721-2018-00121 is associated with argus case (B)(4), corega. Corega is marketed as super poligrip in the us.

Event description:
Potential accidental ingestion (accidental device ingestion). Choking sensation (choking sensation). Bleeding (mouth hemorrhage). Case description: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a female patient who received corega unknown for product used for unknown indication. On an unknown date, the patient started corega. On an unknown date, an unknown time after starting corega, the patient experienced accidental device ingestion (serious criteria gsk medically significant), choking sensation and mouth bleeding. On an unknown date, the outcome of the accidental device ingestion, choking sensation and mouth bleeding were not reported. It was unknown if the reporter considered the accidental device ingestion, choking sensation and mouth bleeding to be related to corega. Additional details, the consumer had been using corega for more than 4 years and now appeared a secretion in her throat, then she examined discovered it was the rest of the corega's glue that was in her throat. She forced it so much that blood comes out. Everything that she eat caused choking sensation. It was not clear what part of the consumer's body bleeds when she forced something, also not clear. As there was vertige of the product on the consumer's throat hence included potential accidental ingestion as adverse event. Action taken for the suspect device corega was unknown.

Event description:
Potential accidental ingestion [accidental device ingestion]. Choking sensation [choking sensation]. Bleeding/force it so much that blood comes out [mouth hemorrhage]. Itching gum/throat is itching [itchy throat]. Case description: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a female patient who received corega unknown for product used for unknown indication. On an unknown date, the patient started corega. On an unknown date, an unknown time after starting corega, the patient experienced accidental device ingestion (serious criteria gsk medically significant), choking sensation and mouth bleeding. On an unknown date, the outcome of the accidental device ingestion, choking sensation and mouth bleeding were not reported. It was unknown if the reporter considered the accidental device ingestion, choking sensation and mouth bleeding to be related to corega. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details: the consumer had been using corega for more than 4 years and now appeared a secretion in her throat, then she examined discovered it was the rest of the corega's glue that was in her throat. She forced it so much that blood comes out. Everything that she eat caused choking sensation. It was not clear what part of the consumer's body bleeds when she forced something, also not clear. As there was vertige of the product on the consumer's throat hence included potential accidental ingestion as adverse event. Action taken for the suspect device corega was unknown. Follow up information was received on 20 apr 2018; on an unknown date, an unknown time after starting corega, the patient experienced accidental device ingestion (serious criteria gsk medically significant and other: gsk medically significant) and itchy throat. On an unknown date, the outcome of the itchy throat was not recovered/not resolved. The reporter considered the choking sensation, mouth bleeding and itchy throat to be related to corega. The consumer asked how she could remove the product because her throat was itching.

Manufacturer narrative:
Argus case: (B)(4) corega. Corega is marketed as super poligrip in the us.